Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+4.0/096 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length lens (the lens was implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial. Visual inspection found no visible damage to the lens. There were fibers on the lens surface. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).